Event description:
It was reported that this pacemaker system was explanted due to infection. No additional adverse patient effects were reported. No information was provided regarding product return status; however, it has been requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).